Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 308 mg/dl after a recent supply change and meal announcements, and was instructed to disconnect the ilet from the body to fill tubing, observe drops, reconnect, and monitor, with guidance to avoid using meal announcements to correct high glucose and to change all supplies if glucose did not decline. Symptoms included elevated blood glucose. Outcomes included user education and continued use with monitoring and potential supply replacement. Investigation included troubleshooting with tubing fill verification and review of use practices. Investigation of this case revealed no confirmed device malfunction; potential infusion site or delivery disruption and algorithm disruption due to nonstandard use were considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.